Event description:
The operating room mgr at the hosp, alleged the following event: "while preparing the nail, dr noticed that the screw or the nail could not fit together. The screw was blocked on the nail and it was impossible to remove it from the nail. Another nail was prepared without difficulty.

Manufacturer narrative:
Once the investigation has been completed any add'l info will be reported in a supplemental report. This device is not cleared for sale in the USA, but a similar device is.